Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in switzerland. The patient reported that infusion set tape did not stick and came off directly after insertion, failing to adhere properly on (B)(6) 2026. No further information available.